Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery shortly after a battery replacement. The blood glucose reading was 63 mg/dl, which was treated with juice. Upon troubleshooting, the customer was able to successfully perform a fixed prime, and no bent cannula was noted. Advised an infusion set change and return of the used infusion set for analysis. The customer also reported that she had been having low blood glucose levels for the past 2 weeks, although she could not recall the exact dates. She confirmed that the amount of insulin shown in the reservoir was the same as was shown on the status screen. The insulin pump passed the displacement test. Advised the customer to discuss with her doctor regarding low blood glucose. She later reported scratches and sometimes discoloration observed on the display screen, possibly from bumping the insulin pump. She stated she was unable to see parts of the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked belt clip slot. The insulin pump was monitored and no discoloration anomaly was noted.